Event description:
It was reported that there was discrepancy between the ventricular capture management threshold value and the manually obtained threshold value. Ventricular capture management was programmed to monitor only and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.